Manufacturer narrative:
Information contained in this report was previously submitted in the summary report of 3rd quarter 1999. Clarification to d6a implant date: partial date "(B)(6) 1989." The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade unknown. Device was explanted and replaced.